Event description:
Revision surgery due to infection.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-01488; 509-00-432, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.